Manufacturer narrative:
(B)(6), the reporter address was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that both the forward and reverse triggers were sticking. It was also noted that the trigger components were worn. The assignable root cause was determined to be due to normal wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the blade was stalling and was not oscillating while in use with the small battery drive device. During in-house engineering evaluation, it was observed that both the forward and reverse triggers on the device were sticking. The event was not reported to have occurred during surgery. There were no delays in a surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.